Event description:
The customer reported the left monitor was not functioning properly, after the system was rebooted the monitor worked. This issue will cause the system to be unusable due to the inability to see the live image. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was adjusted during the service call. The system was tested and found to be working as intended and put back into service.